Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery. The protective sheath/stylet of a 2.5x15 mm trek rx balloon dilatation catheter (bdc) was removed without difficulty. The bdc was prepped per the instructions for use and air aspiration was performed outside the patient anatomy. The bdc was advanced toward the target lesion. Reportedly, there was no resistance during advancement. The balloon was inflated for the first time to 8 atmospheres. An attempt was made to deflate the balloon; however, the balloon took quite a long time to deflate. The balloon was deflated in the end. The 2.5x15 mm trek rx bdc was simply withdrawn from the patient anatomy without issue. There was no reported adverse patient effect. There was reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for deflation difficulty reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.